Event description:
It was reported to philips that the device gave an error indicating its memory was full, which would prevent imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system had a memory issue. No further information regarding the issue has been provided. No service has been performed by philips as the case was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.